Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked blood. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital with a lung infection, and the doctor needed to do an upper abdominal enhanced CT to find out about the lungs. The nurse used a closed IV needle in the internal medicine ward to build an IV access, made sure that the IV needle was back to the blood well in the CT room, and connected the enhanced contrast agent to do an enhanced CT, and paused the examination when she heard a loud noise during the examination. It was found that the white isolation plug of the closed venous indwelling needle was dislodged, and the contrast agent and blood in the patient's blood vessel flowed out of the body. Replacing the needle to establish venous access and connecting the contrast agent to redo the enhanced CT. Re-establishing venous access increased the patient's pain, increased the workload of the staff, and wasted a needle and a bottle of contrast agent.

Manufacturer narrative:
1. DHR/bhr review(lot#3234455): 1) this batch of products were assembled at intima ii auto line 4 in (B)(6) 2023, and packaged at r240 package line in (B)(6) 2023. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. Sku#383062 is a product with y pp connector, which has never been declared to be used for high-pressure injection. 4. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. Please refer to the attached test report. Conclusion(s): no abnormality is found on process and retained sample. As this product (sku 383062) has never been declared to be used for high-pressure injection, the root cause of the disconnecting septum may be related to the wrong use of the product.

Event description:
No additional information provided.